Manufacturer narrative:
H3, h6: the reported fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. Visual assessment of the device shows no suture or ts remain on the delivery needle but were returned. Examination of the construct showed the suture has been cinched, t1 is missing its distal end, t2 is missing a portion of its proximal end. The needle is bent. The actuator is in its post t2 deployment position indicating multiple trigger advancement. The condition of the device indicates the trigger was likely advanced inadvertently twice causing during deployment of t1 causing the deployment of t2. Per the device instructions for use under warning: ¿do not push the deployment slider twice or the second implant will deploy prematurely. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time. H2, additional information on: d4, UDI: (B)(4)). H11, information corrected on: b5, event description.

Event description:
It was reported that during meniscus repair surgery , when t1 was deployed, it was found t2 deployed simultaneously. Although a back-up device was available to complete the procedure, it is unknown if there was a surgery delay. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during meniscus repair surgery , when t1 was deployed, it was found t2 deployed simultaneously. The procedure was successfully completed using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.